Manufacturer narrative:
In addition to the device that was returned from the user facility, a request was made to return five additional devices of the same lot number for our investigation. A follow-up report will be submitted to FDA.

Event description:
It was reported that during cystoscopy and incision of the ureterocele, the insulation on the sheath slipped off and slid over the tip of the catheter, exposing the back part of the electrode. There was no pt injury. The procedure was completed before sheath moved. It was reported that the power setting point for cut was 10 and 0 for coag.